Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, the surgeon pressed the green button and squeezed the handle, but the knife did not advance. The procedure was completed with another device. There was no patient injury.